Manufacturer narrative:
(B)(4). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. The device was received with an illegible gray display with a bleeding lcd spot in the center of the screen. Unable to perform the displacement and self tests and unable to confirm critical pump errors (open book image) due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: electric circuit board 1a--j7, j6, top of the back side of the board, back of the lcd screen, j2;electric circuit board a2--top of the front side of the board. In summary, the customer¿s report of exposure to moisture and a crack in the case both were confirmed during visual inspection. A blank display was noted after battery insertion. This is due to the severe corrosion on the boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked. Insulin pump was dropped into water. No harm requiring medical intervention was reported. The customer will discontinue to use the device.